Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not detected) error message was confirmed during archive data review and functional testing. The root cause for the reported complaint was due to the switch lever being non-parallel to the switch as a result of normal wear and tear for the age of the device. The belt clip switch assembly was adjusted to a parallel position to remedy the error. The autopulse platform is a reusable device and was manufactured in november 2008 and is more than 11 years old, well beyond the expected service life of 5 years. Visual inspection was performed and found damaged front enclosure and bent battery lock clip as a result of user mishandling, unrelated to the reported complaint. The front enclosure and bent battery lock clip was replaced to address the damage. The autopulse platform failed initial functional testing due to user advisory (ua) 12 error message displayed upon powering on, thus confirming the customer reported complaint. The archive data was reviewed and contained user advisory (ua) 12 error message around the reported event date. Following the service repair, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During the patient use, the autopulse platform displayed the user advisory (ua) 12 (lifeband not present) error message. The lifeband was checked and no issues were observed. No consequences or impact to patient. Upon the return back to the station, the new lifeband was placed and the platform was tested with the manikin, however, the platform continues to have intermittent compressions.